Manufacturer narrative:
Product analysis visually confirmed prefixation pin is broken. Damage to fracture surface noted. Microscopic examination appears to show a quasi-ductile fracture, with some indication of directional riverlines, which is consistent with bend stress overload.

Event description:
It was reported that a patient diagnosed with a cervical hernia underwent an anterior cervical fusion (acdf) at c5-c6. It was reported that ¿after implanting a peek cage, a cervical plate was fixed with screws following use of prefixation pins. Reportedly, one of the prefixation pins on the caudal side was not able to be removed. The pin broke off as the physician attempted to remove it with a pin holder. The broken tip fragment was retrieved intra-operatively by removing the plate. The surgical time was extended less than 15 minutes due to the incident. The physician stated that "the pin might become irremovable due to compression pressure generated by thorough screw insertion". No patient complications were noted.

Manufacturer narrative:
(B)(4)